Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the day of the event, the patient was watching tv when they suddenly experienced lethargy, dizziness, back pain, and diaphoresis. The cgm was reading 252 mg/dl and the blood glucose was not checked and did not make any treatment decisions based on their symptoms. The patient was transported to the hospital by their spouse where the bg was 444 mg/dl and the egv was 333 mg/dl. The patient was given 22 units of insulin and saline drip. The patient stayed in the hospital for observation and was sent home (B)(6) 2024. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, it was clarified on (B)(6)2024 that the patient was in the hospital for less than 24 hours. No additional patient or event information is available.